Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, air aspirated from the sheath. The sheath was inserted into the left atrium and the catheter was inserted. When mapping was performed, air was aspirated multiples times, but it could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.